Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date - the lot was manufactured between october 1-2, 2024. H11: the actual device was not available; however, a photograph was received for evaluation. The returned photograph was reviewed, and it was noted that there was fluid inside the device¿s bladder which suggested that a possible flow issue may have occurred. The reported condition was verified. The reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor stopped infusing during infusion. The expected infusion time was 46 hours; however, it was observed that the actual infusion time was 72 hours and with approximately 58ml remaining in the device. During therapy, the patient noticed the device bladder was not empty and was advised to leave the device for another 24 hour period to see if more medication would infuse; however, the patient presented to the clinic for removal 72 hours post connection and it was observed that there was still medication remaining in the device. The device was filled with fluorouracil hs (accord) 4732mg in sodium chloride 0.9% 120ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.